Event description:
Pt had 20g silicone catheter placed. Trimmed to 48 cm. For infusion of daily antibiotics IV push. On the 7th day pt present with dressing torn away and stat-lock device broken. Catheter was noted to be severed at approx 1/2 cm distal to hub. Pt has no explanation for event. Vital signs stable. Pt positioned as appropriate and stat x-ray revealed catheter in right atrium and right ventricle. Pt was referred to radiology for retrieval of catheter.